Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Eval summary: the sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.